Event description:
On october 15, 2010, maude event report (B)(4) was received: pt seen in operating room by dr for frozen d&c, robotic lah and, soon after the beginning of the procedure, the cautery spatula tip inside the pt's abdomen broke off. A search for all the broken pieces resumed and were retrieved by dr, surgery proceeded as planned. No injury to the patient was noted.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.